Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was during a nephrostomy procedure. During the procedure, the stent was cut and damage. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0401 captures the reportable investigation results of catheter break.